Manufacturer narrative:
B3= there is no information of customer reported date of the occurrence of the event. Additional information will be provided once available. The device was returned to olympus for inspection. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
The customer reported that the gastrointestinal videoscope exhibited a blurry image. It is unknown when the issue was found. There were no reports of patient harm.